Event description:
It was reported by svc report that the brakes did not work on the head end and the power cord is missing. No pt involvement or adverse consequences are reported. No injury reported.